Manufacturer narrative:
Additional information in h3, h6, h10. H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h10: one (1) actual sample was received for evaluation (previously reported as two (2) actual samples). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient connector of the minicap transfer set and the titanium adapter. The event was further described as the beige catheter adapter connector and titanium adapter were not closed completely. There were no cracks or holes on the transfer set. This occurred during use of devices for peritoneal dialysis therapy. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.